Event description:
It was reported that the pump touch screen had undefined issues. The customer¿s blood glucose (bg) level was displayed as ¿low¿; however, a specific value was not provided. Multiple follow up attempts were made to complete troubleshooting with the customer; however, the customer did not respond to follow up attempts.